Event description:
One evening around 10:30pm the customer was feeling hyperglycemic. She called the doctor and was advised to go to the ER. Her blood glucose was tested with the hospital system and the reading was over 600mg/dl. She then retested with her contour next link and the reading was much different., but she could not recall the specific result. She was given IV fluids and was told to give herself a bolus of insulin. Test strip information was not provided. The customer was asked to returned the strips for evaluation. New meter and strips were sent to her.